Manufacturer narrative:
(B)(4). The reported patient effects of myocardial infarction (mi) is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use (IFU) as known patient effects of coronary stenting procedures.

Event description:
Subsequent to the previous 30-day medwatch report, the following information was obtained: on (B)(6) 2016, the patient expired due to a myocardial infarction (mi). The device relationship is unknown. No autopsy was performed.

Manufacturer narrative:
(B)(4). Event dates: (B)(6) 2015 (09:15): ck=56 u/l, normal upper limit 250; (B)(6) 2015 (09:15): ck-mb=1.1 ng/ml, normal upper limit 6.3. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2015, a 3.0x12mm xience alpine stent was successfully implanted in the proximal left anterior descending (lad) coronary artery lesion. The patient was discharged home the following day. On (B)(6) 2016, the patient expired at home. The device relationship is unknown. There was no additional information provided.